Event description:
Reporter indicated that vns patient was diagnosed with vocal cord paralysis. It was reported that the device was programmed to on during implant surgery. It was also reported that the pt had profound hoarseness post-implant and that programmed output current was subsequently reduced. Diagnosing specialist recommended that the pt wait 6 months before pursuing further treatment. The pt's seizures were reportedly much improved at the higher output current setting and the pt has experienced an increase in seizures after the reduction in parameters.